Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. Corrected information for the follow up MDR 1220648-2024-06644-1 was provided in sections b1, b2 and h1.

Manufacturer narrative:
The investigation into the reported aic purge signal has been completed since the original report was filed. The device was returned for analysis. The error was immediately reproducible in the lab with the same error. This error was resolved by swapping out pud pca. Upon observing the pump connector, there is debris around the optical fiber even after cleaning that could cause a small air gap that could lead to the barcoding placement signal but not the oscillating contrast which was not reproduced. The cause of the purge aic issue was firmware corruption on the pud.

Event description:
The user facility reported a 47-year-old male patient of unknown ethnicity with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported that automated impella controller (aic) failure alarm that was triggered during patient support. The aic was swapped because of the noted failure. There was no patient harm reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The cause of the oscillating contrast was most likely a defective optical bench specifically a malfunctioning lamp causing out of range contrast calculations but due to a lack of reproduction, issue could not be isolated. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B7 other relevant history, including preexisting medical conditions updated. D4 lot number and UDI # corrected. D10 concomitant medical products and therapy dates updated. F6 and f8 should have been left blank in the initial report. G1 reporting contact email and reporting contact fax number updated.

Event description:
The complainant also reported a loss of placement signal waveforms followed by a controller error alarm. No previous alarms had been noted.

Event description:
The procedure outcome was that patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-06644 was provided in sections b1, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.